Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was unknown. The customer stated that she has been experiencing a lot of insulin flow blocked alarms lately. Customer stated that it can take up to 4 set changes before alarm is cleared. The customer has now stopped using the pump. The customer was advised that pump will be replaced and return.

Manufacturer narrative:
The insulin pump powered up properly and alarmed constant motor movement error alarm due to unlocked connector at printed circuit board. Unable to download device and perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow block alarms due to constant motor movement error alarm. The motor was tested outside the device and passed. Device received with cracked case on the back at the battery tube area. Device received with minor scratched display window and case.